Event description:
It was reported that the customer received a communication and a read back error alarm. The customer's blood glucose level was not reported. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump alarmed communication error during fixed prime causing to reset insulin pump, problem isolated. No unexpected read back error alarm noted during testing. Insulin pump received with minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.